Manufacturer narrative:
(B)(6). Device was requested for return but was not available.

Event description:
The customer's daughter complained of discrepant inr results on coaguchek xs meter serial number (B)(4). The initial result from the meter was 5.4 inr and the repeat result was 3.5 inr with a different finger. The specific times of the results were not provided, it was only stated that the repeat result was a few minutes later. There was no adverse event. The physician reduced the customer's coumadin dose based on the 3.5 inr result and withheld coumadin the next day. The customer's condition was "normal". The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no dosage changes, no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range is 2.0 inr - 2.5 inr. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 48%. Donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.1 inr; customer meter with masterlot strips: 4.1 inr. Donor 2: retention meter with masterlot strips: 2.4 inr; customer meter with masterlot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.